Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
Boston scientific received information that this patient underwent a procedure for coronary artery bypass grafting (CABG). A few days later the patient received a shock for atrial fibrillation with rapid ventricular response and went in for a device check. Upon presenting to the clinic, this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. The device was successfully explanted, replaced, and returned to boston scientific for analysis. There were no adverse patient effects reported.